Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced master tool manipulator 2 (mtm). The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis was able to confirm/replicate the reported problem during calibration. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was experiencing a non-recoverable fault. The caller informed the technical support engineer (tse) that while prepared to fire a stapler 60 load, the system encountered a non-recoverable fault. The customer was using a dual console set-up with two surgeon side consoles (ssc). The tse viewed the logs, and was able to confirm a non-recoverable 25521 entry indicating a down link for the right master tool manipulator (mtm). The caller informed the tse that the or staff opted to disable to the arm, and was able to successfully recover; however, the or staff had to use the second ssc to open the jaws of the stapler 60 instrument (previously controlled by mtmr of ssc1). The tse had the or staff remove all instruments (except the camera), power down system, cycle all main breakers, emergency power off (epo) the patient side cart (psc), and reboot the system; ssc1 (with the right mtm issue) would no longer power on. An intuitive surgical incorporated (isi) clinical sales representative (csr) was attending the case. The csr tried a different wall outlet for ssc1; an amber standby power button could not be achieved and there was no sound coming from the ssc at all. The tse then had the or staff disconnect the blue fiber cable from ssc1 and power up the system in a single console configuration; successful system homing was achieved. The tse then had the or staff reinstall all instruments and the surgeon was then able to regain control, and continued with the case. The procedure was continued as planned with no reported injury.